Event description:
The customer reported being in the emergency room for high blood glucose. The customer stated that her blood glucose was in the 600s md/gl prior going to the hospital. The customer stated that she changed the infusion set change and her glucose level went up. The customer was vomiting and she was given fluids and insulin. Troubleshooting was performed. The time on the insulin pump was correct. Reviewed the daily totals and found that the device was suspended for approx two hours. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.